Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime as a result of a faulty force sensor. Further testing could not be performed due to the prime/fill anomaly. The device had scratched screen and case, cracked battery tube threads and reservoir tube lip, and broken belt clip slot. (B)(4).

Event description:
It was reported that the customer's insulin pump alarmed and the alarm could not be cleared. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.